Event description:
On (B)(6) 2011, a dealer from (B)(4) informed a sunrise medical (us) llc product manager of an adverse event involving a quickie 2 lite manual wheelchair we manufacture. The dealer said a end user fell out of the wheelchair. On (B)(6) 2011, we rec'd further information from the dealer that the end user sustained injuries that caused the end user to be admitted to the hospital. This event allegedly occurred when the caster head-tube bolts fell out causing the end user to fall out of the wheelchair. The end user was injured as a result of the alleged incident. We have requested more information but currently we do not have any further knowledge of the extent of the end user's injuries. Consumer reported to (B)(4) on (B)(6) 2011 that the bolt fell out from the head tube on friday (B)(6) 2011 causing the adverse event. (B)(4) notified sunrise medical (us) llc on (B)(4) 2011.

Manufacturer narrative:
A nsm field technician did repair the wheelchair at the consumer's house. Technician used longer bolts to re-attached the head tube. Sunrise medical rec'd the wheelchair on (B)(4)2011. The wheelchair has not been evaluated. When the manufacturer has an opportunity to evaluate the device, we will submit a f/u report once the investigation is complete. We do not have enough facts or information regarding a possible root cause as it pertains to the reportable event at this time to complete our investigation.